Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 138 mg/dl. The customer stated that the pump went blank and there was no warning. The customer was not using the recommended battery. The customer was advised that the recommended battery will give the alert before shutting off. The customer will be sent a battery cap.